Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after implant the left ventricular (lv) lead was not capturing. The lv lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.